Event description:
It was reported that a user experienced low glucose events while using the ilet system and sought assistance; support reviewed use patterns, provided troubleshooting and education on meal announcements, and performed a factory reset with setup guidance, including cgm pairing and weight entry. Investigation included technical support review and user coaching. Further investigation of this case revealed use error related to meal announcements and subsequent system reset to reestablish adaptive dosing. The user reported symptoms included sweating and shakiness as a result of hypoglycemia. Outcomes included treatment with oral glucose and completion of troubleshooting and education. It was concluded that, based on previously established findings for similar reports, the event involved hypoglycemia with unclear cause and that appropriate education and a factory reset were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.